Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011 the patient underwent following procedure, anterior cervical discectomy infusion, c4-5. Instrumentation of c4-5. There were 18mm fixed screws cranial and 16mm variable screws caudal. Use of 8mm eagle allograft. Use of extra small bone morphogenic protein and autograft bone. Use of intraoperative neural monitoring. Use of intraoperative x-ray. Preoperatively the patient was diagnosed with cervical myelopathy from a c4-5 central disc herniation with myelomalacia. As per op notes: ¿we determined that this would be the appropriate sized graft so we used the sizer/drill guide combo to drill our holes and sized the graft so we gained hemostasis using dvm soaked in thrombin on the end plates. We placed our graft which was filled with a sponge and the extra small bmp and autograft.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.